Manufacturer narrative:
G4: 10feb2021. B4: 02mar2021. H11: g5:k102985. H10: the customer confirmed the motherboard was the issue due to the recall. The field service engineer was able to locate the working order for this repair. The fse contacted the customer to complete the field change order, replacing the power management board. This resolved the issue. The customer also stated that the v60 had an alarm and light-emitting diode (led) issue. The field service engineer (fse) followed up with the customer and spoke to the bio-med to inquire about the alarm failure reported. The customer replaced the power switch overlay to resolve the alarm led issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit was vent inoperative. The customer called back and confirmed the motherboard was the issue, due to recall. The unit was in clinical use, however there was no patient or user harm reported.

Manufacturer narrative:
G4:25mar2021. B4:02apr2021. The unit was being set up for use at the time of the event. There was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. Additional information was received from biomed indicating that the initial documentation in the case, which stated that the v60 had an alarm "and" light-emitting diode (led) issue was incorrect. The biomed clarified that the unit only experienced one failure, and that was the alarm led, which is the failure that they were referring to when they stated "vent inop." The alarm led failure was resolved by replacing the power switch overlay. The biomed also clarified that they made mention of the power management (pm) board during the initial call since they were looking for preventive field change order implementation. There were no allegations of failure related to the pm board; this was just a request for preventative service. The pm board was preventively replaced as per the field change order, and the unit is back in service. The part was not received for evaluation. Previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant, causing the reported power switch overlay failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.